Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the rep received a message referencing a "low" and "high" impedance with no values around it. The rep indicated they were contacting the clinic for more information. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that a fellow at (B)(6). No further information was known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that a fellow at the hospital reported the event to the rep. The cause of the issue was unknown. Actions, troubleshooting, and diagnostics were also unknown at the time of this report. The rep was attempting to make contact with a health care provider (hcp), but had not heard back. The rep later reported that they would be meeting with the patient on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause of the impedance issue was not determined, but it was noted the issue did not result in any impact to the patient.